Manufacturer narrative:
Device has been explanted and returned for product analysis. A visual examination performed by a product engineer revealed that two screws were supplied where the bone screw had fractured at the neck. Parts appear to have been made to specifications. Posterior only fixation at l5-s1. Based on the findings of a x-ray examination, reduction of an unstable spondylohesis may increase the load of the construct. Unable to determine the cause of the event.

Event description:
This is the first of two product problems for the same event. Implant date 2006, it was reported that two screws in an l5-s1 construct fractured approx 3 months post-op. Both screws were fractured just below the saddle. There was no evidence of any loosening of the locking mechanism. Approx 4 months post-op revision surgery was performed to remove fractured screws and replace with larger diameter screws.